Manufacturer narrative:
(B)(4). It was reported that after 15 seconds of sending radio frequency an error message occurs saying patient had moved but in fact they had not. The customer has had to re-visualize catheters. The map had shifted but patient did not seem to have moved. Procedure finished. No consequences. It was reported that the issue not duplicated. Htc: when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated (reference ug-5400-004h_(00a)_v4.3_IFU.). The history of customer complaints associated with carto 3 system # (B)(4) was reviewed. There was no any additional complaint out of 11 additional reported complaints that may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that during an afib. Ablaton procedure the customer noticed the map shift and attempted to perform a shortcut (ctr+p) to see the patches. A 1.5 cm shift was noticed with no error message displayed. This is MDR reportable as such map shifts could potentially caused by system malfunction, and there is a potential risk to patient. It was also reported MDR non-reportable map shifts with error messages issues occurred during the same procedure.